Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for complex regional pain syndrome type 1 and spinal pain. It was reported that the patient was not able to sync their programmer with the ins. They were feeling intense stimulation and wanted to use the programmer to turn the ins off but they kept seeing the "poor communication" screen. They tried changing the remote batteries but that didn't resolve the issue. The patient confirmed that the antenna was secure and placed the programmer directly over the ins but this didn't resolve the issue. No further complications reported.